Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1nw5a, implanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: 3708660, serial/lot#: (B)(4), ubd: 09-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw error 605 and 528 for out of regulation (oor). The physician was trying to look at impedances. The patient had a biking accident that lead to the impedance issues. At 3.0v, 0<(>&<)>3 was 4677, 0<(>&<)>2 were 4923, and 0<(>&<)>1 was 6550. Contact 1 was 3230 and contact 0 was 4149 ohms. No symptoms were reported.